Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a defective infusion set. Blood glucose was 514 mg/dl at the time of incident. Customer stated that she did multiple infusion set changes and learned that the infusion set was leaking from the site. Customer also mentioned that the infusion set had a bent cannula when it was removed from the body. Customer stated that at bedtime blood glucose was 274 mg/dl due to empty reservoir and at 3 am her blood glucose was at 514 mg/dl. Customer declined troubleshooting for high blood glucose issue. Advise customer to call if issues occurs. Replacement infusion set will be sent and no product is expected to return for analysis.